Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported. Malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed a loose flex cable consistent with mis-handling. The flex cable connector was reseated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.